Event description:
It was reported that, during implant procedure this left ventricular (lv) lead was an attempt due to loss of capture (loc) and noisy signals oversensing. Subsequently, a new lv lead was placed and all measurements were as expected. No adverse patient effects were reported.

Manufacturer narrative:
Correction: adding patient's information.

Event description:
It was reported that, during implant procedure this left ventricular (lv) lead was an attempt due to loss of capture (loc) and noisy signals oversensing. Subsequently, a new lv lead was placed and all measurements were as expected. No adverse patient effects were reported.